Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough. Patient's flap edge was slightly broken. Thickness of flap was set 90.

Manufacturer narrative:
(B)(4). Evaluation: account reported the patient's flap was slightly broken. They are not returning the patient interface, have not identified the lot number, have not provided information on the surgery outcome or have provided any patient follow up after the event. Therefore, a report will be submitted to the FDA. Account reported that at the time of the event they had in inventory patient interfaces for lot number cj00575 and cj00741 and investigation is in progress since device history record has not been completed. Method: actual device not evaluated. Results: investigation progress. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.